Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device evaluated by MFR: device not available.

Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "revision tkr" additional notes indicate: long stem femoral component.